Event description:
False low glucose readings; I am using a medtronic 670g insulin pump with a guardian 3 cgm. Over the past several weeks I have noticed the sensors are not meeting their full in use stability claim of 7 days. The last three sensors I used have lasted 5-6 days. Today my 5 day old sensor results suddenly dropped from approx 110 mg/do to 60 mg/dl. I tested my glucose with a finger stick and it showed a reading of 97. Previously in the day it gave a sensor updating message and requested a recalibration which failed. Later in the day I calibrated with a result of 110 and the pump read 90. I changed the sensor and it now appears to be accurate. This is the third sensor of this lot I've had trouble with and I've reported the first two issues to medtronic. Guardian sensor 3, sensor lot number hg5b8yu, exp 2022-05-17, red mat-7020a. FDA safety report ID# (B)(4).